Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were all parts of the pouch removed from the patient? Yes. The analysis results of the pouch device was returned in good visual condition fully deployed. In addition, the suture and the bag were not returned for analysis. The device was visually inspected and no anomalies were noted. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gallbladder procedure, the doctor tried to extract a very inflamed and scared gallbladder tissue from the abdomen through a 12mm port. While the doctor struggled to get it out, the bag stretched. He used a kelly to try and stretch the fascia being really careful not to be near the bag. Once the resident took the camera out, there was no visualization to see in the abdomen and none to see at the working site. The doctor used army-navy's and a scalpel; however, he said he did not touch the bag. The next few pulls, the bag snapped. After the bag snapped apart, they looked in the abdomen and the bottom of the bag was still around the gallbladder protecting the stones from falling out. The doctor then proceeded to use kelly's to pull on the gallbladder to get it out. He felt like the "genicon" bag would not have stretched and would have come out easier. There were no patient consequences reported.